Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the up and down arrow buttons were under responsive to button presses. The reporter indicated that the keypad was damaged however, it was unclear if the damage occurred before or after the button response issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the pump was examined and found that the keypad was torn across the down button. The keypad buttons were tested and all buttons were found to be fully functional. The keypad was removed and no defects were found related to the complaint.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.